Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.

Event description:
It was reported that the rota burr got stuck with the rotawire. A 1.25mm rotapro and rotawire were selected for use. During withdrawal in dynaglide mode, the burr got stuck with the rotawire. The devices were removed as one unit and the procedure was completed. There were no complications, and patient was expected to fully recover.